Event description:
During baxter's evaluation, it was found that a spectrum pump experienced a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The delayed keypad response which was found at evaluation was confirmed and found to be caused by a failed component on the processor printed circuit board. Evaluation was unable to identify the specific component on the printed circuit board which caused this symptom. The failed processor printed circuit board was replaced.